Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Patient called with supply bag (sb) lines are blocked message in dwell 3 of 3 with 0 minutes remaining; sb was completely empty. Patient¿s treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 4095ml drained. This drain is 205% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. Follow up with the patient indicated that there was no complications and there was no medical intervention. The liberty select was replaced.

Manufacturer narrative:
The reported complaint symptom (iipv) was not confirmed. The reported complaint symptom (sb supply bag lines are blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."